Manufacturer narrative:
The pump passed the active current test, and self test. The pump failed the sleep current test. Test p-cap and locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 43 alarm on the event date of 11/07/2024 at 07:50:35.000. Pump alarmed a failed battery test alarm on the event date of 11/07/2024 at 07:57:58.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor. Failed batt test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a battery failed alarm. Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1884l. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.